Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services (bcs), the following was reported. The patient experienced an exit site infection onset date not reported. On (B)(6) 2012, the patient was diagnosed with staphylococcus aureus in her nose. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and thick and "gunky" looking pd fluid which could not be drained. On the same day, the patient was hospitalized. The patient was treated with unspecified intravenous (IV) antibiotics in the hospital. The patient is recovering. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891911. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.